Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The wearable sensor was inserted into the arm. The patient's spouse reported that the patient experienced bleeding over 3 minutes beyond the sensor pod/wearable after it was inserted in the arm.. According to the report, the reporter asked for gauze from the flight attendant while on a plane. The flight attendant called emergency medical service (ems) who wrapped the patient's arm with gauze; however, the bleeding did not stop and covered the patient's shirt. In the emergency department (ed), a staff member stitched his arm because the gel given by nurses to stop the bleeding did not work. The patient also received an unremembered shot and was discharged after 3 hours. The patient was doing fine during the report. No product or data was provided for investigation. The problem could not be confirmed, and the probable cause cannot be determined. No additional patient or event information is available.